Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 16 months later due to unknown reasons. The head was revised and patient was converted to a total hip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 157856, lot# 2509865 m2a-magnum recap cup 56odx50id unk simplex cement, g2: foreign: canada, the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a left hip resurfacing. Notes indicate large osteophytes around the margin and no cartilage on the superior aspect of the femoral head. Contributing factors are osteoarthritis. Patient had a revision to a tha. The shell was retained and head was replaced. No further information was provided regarding the reason for revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.